Manufacturer narrative:
Event date is approximated as it was reported to have occurred "some time in early (B)(6) 2016". On 08/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/31/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 1 millimeter. There was no impact to the patient and a 10 minute delay of therapy. The case was continued until completion. Confirmed surgery was performed on (B)(6) 2016. On 09/07/2016 software investigation completed. Findings are that the user used a poor tracer technique. Software is functioning as designed. No parts have been received by manufacturer for analysis.

Event description:
A site representative, neuro fellow, reported to a medtronic representative on 08/22/2016, that while in a cranial procedure, the surgeon alleged an inaccuracy using optical navigation some time in early (B)(6) 2016. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.